Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: six (6) electronic photos were reviewed. The first photo shows the corner of a package that seems to be slightly curled up the seal seems to be intact. In the second photo, the plastic of the packaging can be seen curling and deformed but the seal does not seem to be open . The third picture shows the IFU inside the packaging, no deformation or open seals can be noted in the photo. The fourth photo also shows the IFU and two distinct lines around the edges of the seal can be seen. The fifth photo is a close up of the lines observed along the edges of the seal, some deformation of the tray can be seen but the seal itself doesn't seem compromised. The sixth picture is a picture of the box containing 5 kits. A lot number and other identifying information can be seen. A small rip on the corner of the box is visible in the picture, it is unclear if this is what the complainant is referring to in the complaint comments as "photo of the primary packaging to better identify what is meant by "not sealed well"" the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 10/2019).

Event description:
It was reported that the device was allegedly not sealed well into the internal packaging. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 10/2019).

Event description:
It was reported that the device was allegedly not sealed well into the internal packaging. There was no patient involvement.